Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The desktop charger was returned. The ins remains in service. Analysis of the desktop charger ((B)(4)) found that the connector tip was broken. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) who reported that a local manufacturer representative (rep) recommended doing a slow charge when the replacement dtc was received. The patient received the part on (B)(6), recharged the ins, and has been at their usual level of activity since then. No further complications are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the recharger was not charging and the desktop charger had a bent connector pin. It was also reported that therapy had been off and the patient could not move. It was reported that the patient had informed their physician's office that their ins was drained and their recharger wasn't making a connection. The device was charged to 60% on thursday and the patient tried to charge on saturday but didn't realize the recharger was not making a connection. A replacement part was sent to the patient. There were no further complications reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.